Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager had repeatedly unlocked itself after being locked. The field service engineer (fse) had previously replaced the remote manager controller board and latch, which functioned for a week before failing again. The rm board was replaced again, restoring functionality but with persistent errors. The fse then replaced the pyxis bus cable, extending it from 12ft to 25ft, and verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es remote manager had repeatedly unlocked itself after being locked. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.